Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that right ventricular (rv) lead and pacemaker exhibited low pacing impedance. The rv lead and pacemaker were not used, and a new device and lead were implanted. Patient condition was stable before and after procedure.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.